Event description:
It was reported that log file review found a no external power event on (B)(6) 2023 while connected to the mobile power unit (mpu).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that review of controller event log file revealed power cable disconnect, low voltage hazard and no external power alarms on 21apr2022 from 22:13:28 to 22:13:40 and from 22:13:41 to 22:13:45 due to losses of ac power occurring while connected to the mobile power unit (mpu). The system controller backup battery supplied power to the system during the losses of external power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The controller event log files contained approximately 3 days of data combined (25feb2023 ¿ 28feb2023 and 01jan2000 per the timestamp). Power cable disconnect, low voltage hazard and no external power alarms activated on 27feb2023 from 9:10:56 to 9:11:50 due to a loss of ac power while connected to the mobile power unit (mpu); the alarm resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system and pump operation was not interrupted during the loss of external power. Additional information provided that the mpu (serial number: (B)(6)) was not exchanged. It was reported that it is unknown if the ac power cord became disconnected from the wall outlet and the back of the mpu and that power outages occurred previously at the root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 28may2021. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use (rev. C) section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event. Corrected data: section b3.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The controller event log files contained approximately 3 days of data combined ((B)(6) 2023 ¿ (B)(6) 2023 and (B)(6) 2000 per the timestamp). Power cable disconnect, low voltage hazard and no external power alarms activated on (B)(6) 2023 from 9:10:56 to 9:11:50 due to a loss of ac power while connected to the mobile power unit (mpu); the alarm resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system and pump operation was not interrupted during the loss of external power. Additional information provided that the mpu (serial number: (B)(6)) was not exchanged. It was reported that it is unknown if the ac power cord became disconnected from the wall outlet and the back of the mpu and that power outages occurred previously at the patient¿s home; however, it was noted that the loss of power on the mpu occurred after the power had restored. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the mobile power unit, serial number mpu-43058, was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 28may2021. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use (rev. C) section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.